Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. .the customer's report was not observed during evaluation and 30j testing using test pads and test port of the device. The device passed the final test and was recertified and returned to the customer. Review of the log showed a few instances where the user was unable to shock. However, all of the occurrences were found to be caused by the user not setting the energy to 30j when attempting to perform a 30 joule self test. The device did prompt the user with a "select 30j for test" message. In the operator's guide section titled, "defibrillator testing with hands-free therapy electrodes," it states that the device will only discharge if energy is set to 30j when shorted. This report has been closed as incorrect settings by the user. No trend is associated with reports of this type.